Event description:
I went for my second hip replacement in (B)(6) 2009. Left hip. I had a stryker: acetabulum - stryker tritanium hemispherical 56mm f liner - stryker trident x3 polyethylene zero degree f screws - stryker 6.5 cancellous 25mm femoral head - stryker biolox delta v40 32mm femoral stem - stryker accolade tmzf neck angle, #4.5. X-rays taken in (B)(6) 2010 and again in (B)(6) 2011 show scar tissue forming around the stem that goes to the femur causing pain and discomfort in the mid-thigh of my left leg and some back discomfort. The doctor says there is movement due to the scar tissues. Manufacturer name, city and state: depuy - I think.